Event description:
Pump (plum pump) alarmed "distal occlusion" within 1-2 minutes of hanging secondary bag w/chemotherapy (dacogen). No kinks in tubing or occlusions noted, IV site flushes easily, good blood return. Rn changed out primary line.